Event description:
In late 2008, the lay user/patient's mother contacted lifescan (lfs) alleging that the patient's onetouch ultralink meter was prompting an unspecified message. The medical affairs specialist spoke with the reporter on december 15, 2008 and obtained the following information. The patient's mother reported that the alleging message began to appear approximately 3 weeks prior to contacting lfs, when the patient was attempting to test in an ice rink during hockey practice or a game. The reporter could not confirm if the subject meter was prompting a "temperature error" message indicating that the meter system was outside of the operating range or a different error message. On an unspecified date/time, the reporter claimed that her son mentioned that he did experience "hypoglycemic" symptoms after not being able to test with the subject meter during one of his hockey practices or games. The reporter did not know the specific "hypoglycemic" symptoms her son experienced. In response to the symptoms, the reporter claimed that the patient drank gatorade to bring his blood glucose back up. The reporter confirmed that the message only appears when the patient is attempting to test in the ice rink. At the time of troubleshooting, the reporter did not have the subject meter or testing supplies and therefore the issue remained unresolved. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly became hypoglycemic after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.